Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In what specific surgical procedure was the device used? What were the indications for surgery? What is the surgeon¿s experience with the device? Were there any issues with device performance in the initial surgical procedure? Were there any issues with staple formation? How was the issue addressed? In the reoperation, were any malformed staples noted at the anastomotic site? In the initial procedure was a leak test done? If so, what were the results? Did the surgeon inspect for two donuts and a complete transection of the cutting washer? Is the device available for nondestructive testing? What is the current patient status?

Event description:
It was reported that six days after the patient had a colon resection, the patient returned, presenting with sepsis. The operating room diagnosed the patient as having an anastomotic leak. It was not reported how the issue was resolved. No other information is known at this time.

Manufacturer narrative:
(B)(4). Corrected data: (B)(4).